Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, the probable cause was fluid invasion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the gastrointestinal videoscope displayed an error b30 (scope communication error) on the image, and no image. There was no patient involvement.